Event description:
Customer's father reports that customer have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer's blood glucose was 139 mg/dl. Customer's father states that drive support cap was sticking out. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.